Event description:
It was reported the case is cracked. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release and battery drawer are contaminated. Battery contacts are compressed. Upper and lower cases and lead flex cover are broken. Ring, side bail covers, ring cover, and side bails are missing. Battery drawer o-ring is missing. Two case screws and ring cover screw are missing.